Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 507 mg/dl. The customer did take a correction via pump. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 570. The customer that there is air bubbles in the reservoir. Customer declined troubleshooting for air bubbles because she resolved the issue by changing the set. The customer was advised that we will send replacement as a courtesy.